Manufacturer narrative:
Additional information is provided in h.6. And h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Literature citation: sahil jain, ms; aniruddha agarwal, md; kanika aggarwal, ms; vishali gupta, ms;the role of proportional reflux hydrodissection (prh) during pars plana vitrectomy (ppv) in eyes with diabetic tractional retinal detachment (trd).; ophthalmic surgery, lasers & imaging retina/healio/osli retina; february 2019 · vol. 50, no. 2; pages 113-115. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). [(B)(4)].

Event description:
A retrospective study of the role of proportional reflux during pars plana vitrectomy for tractional retinal detachments in patients with diabetic tractional retinal detachment (trd) documented in a literature report. There were 33 patients included in the study of which one eye required vitreous lavage due to persistent loose blood during the postoperative period.